Event description:
Shunt had been implanted for approx two mos. There was no flow when the pressure was checked prior to removing from the pt. When flow was checked after removal, it was completely unobstructed. The dr pressed his finger on the valve and the flow was obstructed again. He felt that the valve should not function in this manner and was therefore faulty.